Event description:
It was reported that the patient underwent surgery for repair of femoral neck fracture with femoral neck system on (B)(6) 2024. On (B)(6) 2024 the patient presented with hip pain; x-ray images confirmed that the fns anti rotation screw had disengaged from its position relative to the fns bolt. The fns anti rotation screw had subsequently collapsed independently of the fns bolt. As a result, the fns bolt was unable to collapse as intended and the fns bolt penetrated the femoral head. Patient experienced pain and reduced mobility. The patient underwent surgery for removal of fns implants and revision to hemiarthroplasty on (B)(6) 2024. All fns components were removed without any issue and the hemiarthroplasty was completed successfully. This report is for one (1) antirotation screw for femoral neck sys 120mm length - ster. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.